Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
The customer reported that the spectrum pump displays door not fully latched alarms when the door is fully latched. There was no patient injury. No further information was provided.